Manufacturer narrative:
(B)(4). The device was not returned. The data was provided. The reported event of the receiver displaying a failed error could not be confirmed through data log review. A root cause for the reported event cannot be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, their receiver displayed a failed error. No additional event or patient information is available.